Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer experience an elevated blood glucose (bg) level of 278 (mg/dl). Reportedly, the customer attributed their elevated bg levels to the pump reset and due to running out of supplies. It was also noted that the cartridge uses novolog and was used beyond 3 days. The customer was able load a new cartridge deliver a correction bolus.